Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) was 400 mg/dl. The infusion site was changed and boluses via the pump were used to address the high bg. The bg level was reported as "ok" when tandem technical support was contacted.